Manufacturer narrative:
Unit received with constant pump error alarm during rewind due to jammed motor gear box. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that insulin pump received no motor movement or negligible. Customer's blood glucose value was 154 mg/dl. Customer also stated that the insulin pump was able to clear alarm as well as able to rewind. The customer was assisted with troubleshooting. Device will be returned for the analysis.